Manufacturer narrative:
In 2009, high shock impedance readings; the analysis on this case is pending. Three months later, since the device remains implanted, the files from the programmer were reviewed. The files were inconclusive because of missing data in case to rv shock configuration. No conclusion can be drawn at this point. The device can be remain implanted, but it is recommended that careful monitoring of the lead parameters/shock characteristics be performed at each follow-up visit. Device remains implanted.

Event description:
High shock impedance readings were seen in 2009. The printouts from the programmer that was used are being reviewed. The device remains implanted.

Event description:
High shock impedance readings were seen two times in 2009. The printouts from the programmer that was used are being reviewed. The device remains implanted.

Manufacturer narrative:
(Other): high shock impedance readings. The analysis on this case is pending. Device remains implanted.